Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. On (B)(6) 2025 she was vomiting and delusional and at about 7:45pm the husband called for an ambulance. There was no fs bg taken to compare to the dexcom cgm reading prior to the ambulance being called, however the dexcom cgm reading was 78 mg/dl. The paramedics took fs bg and recorded 500 mg/dl while the dexcom was reading 78 mg/dl. She was taken by ambulance to the hospital and was admitted into the ICU. She had IV set for saline solution and insulin drip for 3 days then was given shots of insulin. She was discharged (B)(6) 2025 approximately 12:00pm and stated they were getting better. No data was provided for evaluation. The allegation and the probable cause could not be determined. Prior to the ambulance being called, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the ambulance came, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.